Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was able to resolve the issue and resume insulin delivery. There was no reported adverse impact. No additional information was provided. Customer declined troubleshooting with tandem technical support.